Manufacturer narrative:
Approx 7" of the removed section of the percutaneous lead was returned to the MFR for eval and the reported pump stoppage and alarms was confirmed. The wires at the end of the percutaneous lead appeared to have been electively severed. The reinforcing sleeve/boot was pulled out of the metal/controller connector and the percutaneous lead was wrapped in a clear tape. Removal of the tape and reinforcing sleeve/outer silicone jacket revealed bionate and shield deformation adjacent to the connector. Further examination of this area revealed disruption of the inner wires which appeared to be a result of articulation of the percutaneous lead which caused abrasions to the wire insulation as a result of repetitive flexing. Should the shield have come into contact with any of these disrupted inner wires while the pt was being supported by the power base unit, the resulting short would have led to pump stoppages and system controller alarms, consistent with the reported event. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 19 months of support, the pt went to the hospital for a regular appointment. When the pt was connected to the white power lead of the power base unit (pbu) in order to download historical pump data from the system controller, the pump appeared to stop and the system reported "low flow" and "red heart" alarms. The pt was placed on battery power with no issues. At the time, the pt reported to the vad coordinator that there was a tear on the driveline which had been there for two weeks. X-rays of the suspect area was unremarkable. The pt was instructed to stay on battery power only and the suspect area of the lead was stabilized with perfusion tubing and taped securely. Two days later, the MFR's technical services team member evaluated the percutaneous lead and a decision was made to replace the distal end of the lead. This section of the percutaneous lead was successfully replaced and the pt remains ongoing on lvad support without any further issue.